Event description:
Additional information received from the consumer reported the managing physician was not notified regarding the issue. Increased activity led to the implantable neurostimulator (ins) not holding a charge. As a step to resolve the issue, the patient lowered the program numbers. The issue had resolved.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported that they were charging too frequently, and that the implantable neurostimulator (ins) was not holding a charge. They were recharging every six days, and they had been recharging every eight to nine days, noting that it lasted maybe a day or day and a half longer than it did at the time of the call on (B)(6) 2015. Stimulation was used 100% of the time, and no recent programming changes had been made. The patient was set at 4.70 volts with a pulse width setting of 45. No symptoms were reported in relation to the charging frequency and ins depletion issues. The related medical history included spinal pain. A supplemental report will be submitted if additional information is received.